Event description:
It was reported that during an open pancreatoduodenectomy, about four staples on the middle of the staple line which was closest to the cut line of the patient side were unformed when the device was used on the gastric body (3cm from the pylorus). The target tissue was not so thick. The staple height was gold. The device held the tissue for 30 to 60 seconds before firing. No unexpected resistance was felt at the firing. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the surgeon and operating room staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? No information. Was the cartridge loaded with the retaining cap on? No information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No information. Did anyone move the firing knob to the left or right after loading the device, but before firing? No information. Was buttressing material utilized? If so, which product? No information. Was the instrument fired across or near an existing staple line or clip? No information. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed staple. Was a leak test completed? No information. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? No information. Was the firing to close an ostomy? No. Is a pathology specimen and/or report available? No information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? No information. How long has the surgeon been using this device for this procedure? No information. What predicate device was used by the surgeon? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information. Where the staple legs unformed or did they have irregular shapes? Unformed.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.